Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for device interrogation. Upon review, the right ventricular lead unipolar impedance slowly increased since 2014. When it was programmed to bipolar, the capture threshold was high. During the normal device change, the lead bipolar impedance increased. Since the patient was device dependent, the lead was capped and replaced on (B)(6) 2018. The patient experienced no adverse issues.